Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable low hdl-cholesterol plus 3rd generation results for two patient samples. Patient 1 initial result was 7.3 mg/dl and the repeat result was 45.5 mg/dl. Patient 2 initial result was 8.5 mg/dl and the repeat result was 68.8 mg/ml. Information concerning if any erroneous result was reported outside the laboratory was requested, but it was unknown. The patients were not adversely affected. The reagent lot number was 123490 with an expiration date of 10/31/2017. As calibration and qc data was acceptable, a general reagent issue could be ruled out. Abnormal aspiration alarms were noted in the alarm list. Based on the provided data, it appeared that not enough sample was pipetted for the initial result. Possible root causes include bubbles on the sample surface, inappropriate sample preparation, and traces of fibrin or gel clogged the tip of the sample probe which could also explain the occurrence of the abnormal aspiration alarms.